Event description:
Venipuncturist developed itchy rash (like welts) on her hands. She was seen in the health office, and given topical cream and oral tablets.

Manufacturer narrative:
The customer provided the lot#. The device history record was reviewed and no abnormalities were noted. Historical trending was done. The customer did not provide the sample. Without the sample we are not able to identify the potential root cause. A small percentage of the population may experience an allergic reaction to some of the anti-oxidants and accelerators, which may be added during the manufacturing process. Some reactions may be caused by contact dermatitis and may not be allergic in nature at all. We will continue to monitor for complaints of this nature.